Manufacturer narrative:
It was reported that a patient had a ventricular tachycardia (vt) ablation procedure with a carto® 3 system. During the procedure, there was a map shift. The physician did a remap and one of the map appeared completely shifted. The procedure was completed with no patient consequence. The system did not provide an error, the shift was detected by difference in maps. This was discovered during mapping. The physician did not perform cardioversion prior to the map shift and the patient did not move. The device evaluation was completed on 6/9/2021. The issue was investigated. It was found that the reported map shift was caused due to high metal values during fast anatomical mapping acquisition. The issue is related to a defect. The defect is being handled per sw defect management procedure. A manufacturing record evaluation was performed for the system 13090, and no internal actions related to the reported complaint condition were identified. An internal corrective action has been opened to investigate the map shift issue.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient had a ventricular tachycardia (vt) ablation procedure with a carto® 3 system. During the procedure, there was a map shift with no error message, cardio version performed or patient movement. During the procedure, there was a map shift. The physician did a remap and one of the map appeared completely shifted. The procedure was completed with no patient consequence. Attempts were made to obtain clarification to this complaint. However, with the information available, the reported map shift was assessed as not MDR reportable as there was no evidence of a reportable system malfunction. Additional information was provided on 3/19/2021 on the event. The system did not provide an error, the shift was detected by difference in maps. This was discovered during mapping. The physician did not perform cardioversion prior to the map shift and the patient did not move. Per the additional information received stating there was no error message, no cardioversion or patient movement, this map shift event was reassessed to a reportable MDR malfunction. The awareness date for this reportable issue is 3/19/2021.